Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was continuous airflow issue while on patient. No additional information provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.